Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown, no information provided to date.

Event description:
It was reported that a pump failed calibration. There was no patient injury reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Functional evaluation included non-destructive testing of the pump, no problem was found with the downstream occlusion sensor and the pump passed calibration. Error codes were not found in the device event history log. Results: the customer reported problem was not duplicated, the pump passed calibration. The air detector was noted to be damaged. Root cause of the reported problem would be attributed to failed calibration. Who caused the reported event to occur is unknown and cannot be determined. It is recommended that preventive maintenance be performed as well as replace the air detector and downstream sensor seal. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4: correction: model number: 2120, h4: correction: device manufacture date: updated.

Manufacturer narrative:
Other, other text: b5: additional information received on 20july2022 via email and attached to complaint object: all issues found during testing. No patient involvement.